Manufacturer narrative:
Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause: the complaint was not confirmed due to sample was tested and no alarms were activated. Actions taken: no actions taken were performed since the complaint was not confirmed. However per trend review in no disposable alarm complaint code an escalation to investigate this failure was initiated on april 30, 2021 under (B)(4).

Event description:
It was reported that an alarm sounded (no message was indicated on the display and only an alarm sound was heard) and the customer changed the pump to another one to stop it. However, 30 minutes later, a "no disposable, pump won't run" alarm message appeared on the display. No patient injury was reported.